Event description:
Philips received a complaint that customer biomed reported the v60 ventilator unit would not secure to a universal cart using the thumbwheels. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. The philips field service engineer (fse) evaluated the device and confirmed the reported problem. The fse determined the issue was due to a damaged central processing unit (cpu) cover tray and the fse installed a new cpu cover tray to resolve the issue.